Event description:
It was reported that there were 2 occurrences where the plunger was not able to be depressed with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306546 batch no.: 8324561 it was reported that the syringes stop halfway through the IV flush because the plunger cannot be depressed all the way. Per response email: 2 events today, (B)(6) 2019. I do not have any patient demographics for you but the events occurred while flushing patient IV's at err imaging. Taken from attached email: "I oversee supply chain for imaging sciences and one of my staff members contacted me because we are having issues with the 10cc saline syringe catalog # 306546. The nursing staff noticed that some of the syringes always stop in the middle and they are having a hard time flushing the IV. The lot number noted was 8324561. Some IV catheters were removed during occurrence and only to discover the IV was fine, but the flush plunger simply would not depress all the way.

Manufacturer narrative:
H.6. Investigation: there were 3 sample received but due to the samples being contaminated a complaint analysis could not be performed. An internal review of the history files was completed for the reported batch number(s), confirming procedural and functional requirements needed for the product to be released were met. A root cause could not be determined through this investigation as a comprehensive sample analysis could not be performed.

Manufacturer narrative:
The following field has been updated with corrected information: PMA / 510(k)#: k141311.

Event description:
It was reported that there were 2 occurrences where the plunger was not able to be depressed with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306546 batch no.: 8324561 it was reported that the syringes stop halfway through the IV flush because the plunger cannot be depressed all the way. Per response email: 2 events today, 5/6/2019. I do not have any patient demographics for you but the events occurred while flushing patient IV's at err imaging. Taken from attached email: "I oversee supply chain for imaging sciences and one of my staff members contacted me because we are having issues with the 10cc saline syringe catalog # 306546. The nursing staff noticed that some of the syringes always stop in the middle and they are having a hard time flushing the IV. The lot number noted was 8324561. Some IV catheters were removed during occurrence and only to discover the IV was fine, but the flush plunger simply would not depress all the way.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences where the plunger was not able to be depressed with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306546, batch no.: 8324561. It was reported that the syringes stop halfway through the IV flush because the plunger cannot be depressed all the way. Per response email: 2 events today, (B)(6) 2019. I do not have any patient demographics for you but the events occurred while flushing patient IV's at err imaging. Taken from attached email: "I oversee supply chain for imaging sciences and one of my staff members contacted me because we are having issues with the 10cc saline syringe catalog # 306546. The nursing staff noticed that some of the syringes always stop in the middle and they are having a hard time flushing the IV. The lot number noted was 8324561. Some IV catheters were removed during occurrence and only to discover the IV was fine, but the flush plunger simply would not depress all the way.